Event description:
Reportedly, the button for patient initiated transmission of the subject home monitor remained red.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190320 - file-2018-02710 - analysis_and_closure_report_resp-2019-00422.pdf].

Event description:
Reportedly, the button for patient initiated transmission of the subject home monitor remained red.